Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges she was charging her batteries when she was allegedly noticed a burning smell.

Manufacturer narrative:
An fst replaced charger and battery box. Provided demo on how to use unit and assemble/dissemble for transport. Unit is working properly.

Event description:
Consumer alleges she was charging her batteries when she was allegedly noticed a burning smell.